Event description:
A customer complained about what was described as discrepant negative a(abo1) antigen typing results for a patient sample in conjunction with their ortho workstation. Complainant: (B)(6) - medical technologist. Complaint reporter: (B)(6) - ortho laboratory specialist. Date of events: (B)(6) 2021. Reported on: (B)(6) 2021 by (B)(6) to (B)(6) to the ortho care helpdesk. Reagents: ortho mts a/b/d monoclonal & reverse grouping card lot 042621037-13 expiry date 25 february 2022. Ortho mts a/b/d monoclonal & reverse grouping card lot 040921053-03 expiry date 07 march 2022. Software version: not applicable. Patient information: male; (B)(6); no previous history at facility. The customer reported that, on (B)(6) 2021, they had tested a patient sample for abo typing using ortho mts a/b/d monoclonal & reverse grouping card lot 042621037-13 in conjunction with their ortho workstation and that they had obtained: negative reactions with the anti-a(abo1) and anti-b(abo2) reagents a positive reaction (4+ reaction strength) with the anti-d(rh1) reagent a negative reaction in reverse typing with a1 cell a positive reaction in reverse typing with b cell (investigated under (B)(4)). The customer reported on the same day, due to the discrepancy observed, they retested this patient sample for abo typing using ortho mts a/b/d monoclonal & reverse grouping card lot 040921053-03 in conjunction with their ortho workstation and that they obtained a negative reaction with the anti-a(abo1) reagent. The customer reported that a sample from this patient was sent to their reference laboratory who tested a sample from this patient using an alternative commercially available method in tube method an that they had obtained a positive reaction (1+ reaction strength) with the anti-a(abo1) reagent in forward typing. The reverse typing grouped this patient sample as group a. The customer stated that the reference laboratory grouped this patient sample as group a rhd positive with both a2 negative and a1-lectin negative. No further detail provided. The customer reported that no biased result was reported to a physician. The customer reported that the patient was not harmed as a result of the reported events.

Manufacturer narrative:
Discrepant negative a(abo1) antigen typing result for a patient sample. The root cause of the discrepant negative reaction in a(abo1) antigen typing obtained for the patient sample could not be determined, although it could not be excluded to be sample related, it is most likely that the patient has a blood group a(abo1) sub group. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed. Sample was not returned to ortho for further investigation. (B)(4).